Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the power control module (pcm) had no power output. The technician replaced the pcm to repair the bed.